Event description:
Customer alleged blood glucose results of 81 mg/dl and 151 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms. The customer did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.